Event description:
Additional information received that surgical intervention was undertaken wherein the scs ipg was repositioned ((B)(6) 2018) higher in the pocket. Pain resolved after the surgical intervention.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is experienced discomfort (pain) at the scs ipg pocket site. As a result, surgical intervention may be undertaken at a later date to address the issue.